Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported on 08-apr-2024, infusion set cannula was bent and blood glucose went high as they were not able to deliver insulin. The location site was mentioned as top of leg and also, customer was positioned upright when infusion set was inserted. Also, customer had issues with some scarred tissue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.